Manufacturer narrative:
The patient¿s exact age is not known; however, the patient was reported to be a child. (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual sample was not available for investigation. However, a video of the reported event was provided. The provided video shows blood clearly leaking from the blood compartment of the filter of the impacted prismaflex st100 set and entering the effluent circuit. The possible causes for a leakage of blood into the effluent detected by the prismaflex control unit are as follows: a defective fiber (fiber kinked, twisted, broken, or with a hole), possibly due to the manufacturing process, a crack in the potting area involving one or more fibers. Without the sample, we are not able to confirm one of these potential root causes. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly, a prismaflex monitor generated a ¿blood leak detected alarm¿ during continuous renal replacement therapy (crrt). The staff initially chose to normalize the detected blood leak. However, an internal blood leak was visible through the prismaflex st100 set and observed in the effluent line. The treatment was discontinued due to the visible blood leak. The blood in the circuit (152ml) was not returned to the patient. The patient required a blood transfusion. The reporter stated that the patient was hemodynamically stable post the blood leak. No additional information is available.